Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted. The patient experienced asystole and there was no pacing. A different ipg was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 438-10 competitor implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned to the manufacturer and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.